Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two (2) pieces. There were numerous kinks throughout the shaft of the device. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. The ptfe was pulled out of the collar and was attached to the distal shaft. Microscopic examination presented that the tip was attached to the distal shaft of the device. Microscopic examination also presented no damage or irregularities to the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that tip detachment occurred. During a coronary intervention, the tip of the guidezilla 145, 5-in-6 separated from the shaft. The physician used a non-bsc device to complete the procedure. There were no patient complications as this happened outside the patient.

Event description:
It was reported that tip detachment occurred. During a coronary intervention, the tip of the guidezilla¿ 145, 5-in-6 separated from the shaft. The physician used a non-bsc device to complete the procedure. There were no patient complications as this happened outside the patient.